Manufacturer narrative:
See MDR 1920664-2007-01203 for intraocular lens used with this delivery device.

Event description:
The haptic of the lens stuck in the delivery device during insertion into the pt's eye. Another lens was used for the procedure.